Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The log review identified faults consistent with the customer report. Device testing at zoll was unable to duplicate the report. The device was vigorously testing under environmental extremes without duplicating a malfunction to the device. The multifunction cable and device receptacle were replaced as a precaution. The device was recertified and will be returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.